Event description:
It was reported that during the implant procedure, the lead would not capture in several positions. The lead insulation was slit to be used for access for a new lead to be placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), ther outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.